Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced back pain. The catheter was determined to have migrated down to l5 via CT scan. The catheter was replaced on (B)(6) 2015. The replacement catheter was placed at the t8-t9 area. No catheter segments were left in the patient. The patient's status at the time of the event was stated to be alive with no injury. The patient recovered without permanent impairment. The pump was used to deliver fentanyl and clonidine.